Manufacturer narrative:
Additional information: new information received that patient date of birth is (B)(6) 1951, gender female, weight is 140 lbs., ethnicity hispanic, race white, initials rf, eye affected is left eye. Fields below updated. Section a2: date of birth: (B)(6) 1951. Section a3: gender: female. Section a4: weight: 140 lbs. Section a5: ethnicity: hispanic. Section a5: race: white. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis simplicity eyhance intraocular lens (iol) was implanted with a scratch on edge of the iol. It was noted that event occurred when iol was being inserted into the eye, the iol remains in the patient's eye. No other issue to report. Case was completed. Patient is doing fine. No other information was provided.

Manufacturer narrative:
Section a2, a4, a5: unknown/ not provided. Asku. Section b3: date of event: unknown, not provided. Best estimate is before (B)(6) 2023. Section d6a: if implanted, give date: unknown/not provided. Section d6b: if explanted, give date: not applicable, as lens remains implanted. Section e1: email address: unknown/not provided. Section h3 - other (81): the lens was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.